Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: st. Jude ICD: implanted: unknown. (B)(4).

Event description:
It was reported that the rv coil on the right ventricular lead had high impedance and a possible fracture. The lead was scheduled to be revised. No patient complications have been reported as a result of this event.